Manufacturer narrative:
A medtronic representative reported that he showed the surgeon and the or nurses how to position the axiem emitter to get the best tracking of the tools. Likewise they talked about tool checks and tracking to improve user experience.

Manufacturer narrative:
A medtronic representative inspected the system on-site and could not replicate the reported malfunction. A software investigation was also completed, although probable cause could not be determined since the issue could not be replicated. The system was fully tested and found to be fully functional.

Event description:
A medtronic representative reported that the navigation system unexpectedly had a black screen for 2 seconds while the user was attempting to load an exam. No patient was present when this was occurred. No additional information is available at this time.